Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via (B)(6) that the patient had an unspecified bsc procedure. The patient has experienced ongoing pain. Boston scientific has attempted to obtain additional information, including device information, but no further information has been provided at this time.